Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged red flashing light, blank display and cosmetic damage located at the battery compartment found on july 19, 2021. Insulin pump was received with a partially broken battery tube threads, a cracked case-corner of belt clip rails near the battery tube compartment and a cracked/broken case. Insulin pump was also received with a blank flashing white display with audio beep alert. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify red flashing light due to a blank flashing white display with audio beep alert. Unable to download history files and traces using thus due to a blank flashing white display with audio beep alert. Insulin pump was cut open to perform visual inspection and found corrosion on the electrical board and vibrator assembly noted. No corrosion or moisture damage found on the force sensor and motor assembly noted. The original electrical board was cleaned, installed and swapped out with a working test electrical board, case, internal battery and motor. Powered the insulin pump on using the battery simulator and a blank flashing white display with audio beep alert noted. The original electrical board was cleaned, installed and swapped out with a working test electrical board, case, internal battery and motor. Powered the insulin pump on using the battery simulator and a blank flashing white display with audio beep alert noted. A blank flashing white display with audio beep alert was confirmed due to corrosion on the electrical board. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a serial number label fading. Cosmetic damage was confirmed at the battery compartment. Unable to verify red flashing light and download history files and traces using thus due to a blank flashing white display with audio beep alert. A blank flashing white display with audio beep alert was confirmed due to corrosion on the electrical board. During visual inspection, corrosion was also found on the vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had red flashing light. Customer reported crack on battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.